Manufacturer narrative:
The analyzer serial number was not provided. The investigation determined that the elecsys hiv duo assay performed within specifications. A review of the provided sample and data indicated a sample-specific discrepancy resulting in a false reactive result with the elecsys hiv duo assay. False reactive results may occur as the assay specificity is less than 100%. It was recommended that all initially reactive samples be retested in duplicate with the elecsys hiv duo assay, and repeatedly reactive samples be confirmed using appropriate confirmatory algorithms, such as western blot or hiv rna tests.

Event description:
The initial reporter alleged discrepant reactive results for the hiv duo elecsys e2g 300 v2 assay for one patient sample. On (B)(6) 2024, two tubes were collected from a 27-year-old male patient. Testing of tube 1 with the elecsys hiv duo assay yielded a reactive result with hivag 431 coi and ahiv 0.04 coi. Testing of the same tube with the abbott architect hiv assay yielded a non-reactive result with hivag 0.09 index. Additional testing of tube 1 with the elecsys hbsag assay yielded a reactive result of 11.40 coi, while the abbott architect hbsag assay yielded a non-reactive result of 0.20 index. Testing of tube 2 with the elecsys hiv duo assay yielded a reactive result with hivag 414 coi and ahiv 0.05 coi, while the abbott architect hiv assay yielded a non-reactive result. On (B)(6) 2024, a new sample was collected from the same patient. Testing with the elecsys hiv duo assay yielded a reactive result with hivag 23.5 coi. Testing with the abbott architect hiv assay yielded a non-reactive result with hivag 0.08 index. A western blot test performed on the same sample resulted negative.